Event description:
Procedure: lap chole. According to the reporter: during procedure the inferior tip broke down in the middle and fell into the pt cavity. The tip was recovered but operating room time was extended for more than 30 mins. The surgeon opened another device to conclude the procedure.

Manufacturer narrative:
(B)(4).